Event description:
On 05/15/2009, the pt reported that she has been experiencing air bubbles in the insulin cartridge for the past month. The bubbles from within a few hours or days after use. She does not store her insulin in the refrigerator and she was advised to do so. She stated that the insulin appears to be clear. She does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. She stated that small champagne bubbles form when she fills the insulin cartridge and she does not attempt to remove them. She stated that air bubbles have attributed to elevated blood glucose of 200-300 mg/dl. Her normal blood glucose level is 120-150 mg/dl. She stated that when she attempts to bolus her blood glucose does not decrease and she manually injects insulin to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.